Manufacturer narrative:
It was reported that the foot section on the bed no longer functions. It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that the foot section on the bed no longer functions, and the motor is making a noise.